Event description:
It was reported that during a laparoscopically assisted supracervical hysterectomy procedure, the blade was broken. The broken part did not fall into the pt. No further info is available. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.